Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to reported observations of noise, oversensing, high capture thresholds, failure to capture and pacing inhibition with less than two seconds of asystole. In addition, the patient also experienced flecainide toxicity which resulted in observations of severed shifted action potential and ventricular refractory issues. A new rv lead was successfully implanted. No additional adverse patient effects were reported.